Manufacturer narrative:
A customer alleged discrepant results between three tests for a single patient with the cobas® sars-cov-2 test. Since the data could not be provided, it is difficult to determine the cause of the discrepancies. However, it is possible that the sample was near the lod which can explain the wavering results or that the infection was resolving. No harm was alleged. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from the united states alleged discrepant results with the cobas® sars-cov-2 test. The patient is a physician that was tested 3 times on consecutive days from 30-jun to 02-jul and received a presumptive positive and two negative results. No harm was alleged. Although requested, the raw data, batch number, patient, and workflow information could not be provided in the case. Therefore, the alleged runs or the roche controls could not be reviewed. With limited information, it is hard to determine the cause of the discrepancies. However, it is possible that the sample was near the lod which can explain the wavering results or the infection was resolving. A review of relevant stability data did not show product problem related to the customer allegation.